Manufacturer narrative:
The customer reported that their central nursing station(cns) did not alarm for an ectopy. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) did not alarm for an ectopy. No patient harm was reported.